Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effects of thrombosis/thrombus and angina are listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The 3.00x28mm xience alpine stent referenced is filed under separate medwatch report number.

Event description:
It was reported that on 08/05/2022 the patient was admitted due to chest pain and angiography revealed lesion in mid left anterior descending artery (lad) 70% stenosed and proximal obtuse marginal (om) 99% stenosed. In the lad 3.00x33mm xience alpine stent was implanted at 14 atmospheres (atm) and then in the om the 3.00x28mm xience alpine stent was implanted at 12 atm. Post dilatation was performed in the lad with 3.50x10mm and a 3.00x12mm nc balloons. The om was post dilated with a 3.5x10mm nc balloon. Timi 3 flow was observed. On (B)(6) 2022 the patient was admitted again with chest pain and angiography revealed stent thrombosis in both the lad and the om. Physician implanted a non-abbott ultrathin-strut biodegradable polymer¿coated sirolimus-eluting stent to treat the thrombosis in both arteries. Patient is still hospitalized.